Manufacturer narrative:
The steris service technician arrived onsite and discussed the reported event with the user facility's biomed and employees. Contrary to the report of smoke emitting from the sterilizer the user facility stated that a "mist" was emitting from the sterilizer. The technician inspected the unit by running a leak test which completed successfully. A test cycle was run and the technician observed the emitting of the mist. The technician placed his hand in front of the mist and stated that it was water mist. The technician did not detect any smell to the mist. The technician replaced the vacuum pump exhaust filter and returned the unit to service.

Event description:
The user facility reported that smoke was emitting from their v-pro max sterilizer. The department was evacuated. No injuries to hospital staff or patients were reported.